Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that an error message reading "battery needs service" was displayed. There were no reported adverse consequences to the pt.